Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 13.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported when the patient presented to the emergency room, noise was observed on the ventricular lead. Low, out of range, high voltage lead impedance was observed and an alert for possible output circuit damage was displayed. Possible lead fracture was suspected as the cause. The lead was capped and replaced. No further information is available.